Manufacturer narrative:
The insulin pump passed all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, unexpected restart error test, displacement test, basic occlusion test, occlusion test, prime test, rewind test, excessive no delivery test and delivery accuracy test. The test reservoir units left matches properly to the units left in the pump status screen noted. The insulin pump rewinds properly. Motor passed motor test. All buttons functioning properly. No damage in the keypad assembly noted. The keypad connector lcd locked properly during visual inspection. The insulin pump was received with cracked reservoir tube lip and minor scratched lcd window. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the buttons on the insulin pump were hard to press. The customer also reported that the insulin pump would not rewind all the way back to 300 ml it would only rewind back to 150 ml. The customer also reported that they had the emergency medical team come out to her home because of low blood glucose. The customer¿s blood glucose level during the incident was unknown. The customer¿s current blood glucose level was 212 mg/dl. Troubleshooting was performed. It was noted that the buttons were unresponsive. The device will be returned for analysis.